Event description:
It was reported that balloon rupture occurred. The 10.0 x40, 75cm charger balloon catheter was advanced for dilation. However, during inflation, the balloon burst circumferentially. The procedure was completed and there were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: a charger device was returned for analysis, the following attributes were examined. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A full circumferential tear was identified in the balloon material. The circumferential tear was located approximately 30mm from the proximal balloon bond. The distal part of the balloon was pulled in a distal direction. An examination of the markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 14 atmospheres. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination of the shaft of the device found no issues. A visual examination found no issues or damage to the markerbands of the device.

Event description:
It was reported that balloon rupture occurred. The patient underwent gastrostomy tube placement. A 10.0 x40, 75cm charger balloon catheter was advanced for dilation of the tract. However, the balloon was overinflated causing it to burst circumferentially. The device was completely removed and the procedure was completed. No patient complications nor injuries were reported.